Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at worldwide headquarters. Additional information has been requested from the field.

Manufacturer narrative:
Device investigation did not reveal any device defect which is expected to have been present whilst implanted. Available in situ measurements show a high ground path impedance most likely due to new bone growth over the reference electrode, as also observed during explantation surgery. This could lead to channels interaction, resulting in the reported decrease in performance. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The explanted device was received at ww headquarters. According to the device explantation report form the ground path impedence was high. Additional information stated that the reason for the explantation was high gpi and intracochlear voltages leading to poor speech perception. The user has been re-implanted and the device has been successfully activated. All values are within normal range.